Manufacturer narrative:
Product analysis #265497074:analysis was able to confirm the customer comment that the external pulse generator (epg) would not turn on. It was noted that the main printed circuit board (pcb) was contaminated. It was noted that the upper case, encoder assembly, four knobs, lower case, liquid crystal display (lcd) display, display frame, four display grommets, insulator label, four display frame screws, two case screws and six main (pcb) screws were all contaminated and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned to service as it would not turn subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.